Manufacturer narrative:
Product analysis: the analyzer was returned for service the device was mechanically intact. The analyzer failed the incoming functional test. It was also determined at analysis that the battery was depleted. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head of the programmer was not functioning. It was reported the programmer was returned for service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.